Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated high o2 alarms. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our evaluation of the logs that were received for this event showed that this event is a duplicate. The event was reported in MFR report #: 8010042-2018-00390. Please read the MFR report #: 8010042-2018-00390 report for the investigation results and codes of the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).